Manufacturer narrative:
Initial

Event description:
It was reported that a user began a new dexcom g7 continuous glucose monitor (cgm) sensor with the ilet but did not complete the start procedure, resulting in no warmup or readings until the agent guided the user to properly start and pair the sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet, and a usage problem was identified consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.